Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment). Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, no information received. As received, the implant coil was found stretched on the proximal end with the polypropylene filament broken and detach from the pushwire. Axium pushwire was found broken into two segments. The proximal segment of the pushwire was found with the proximal tip containing the tack weld replacement (twr) crimps missing. The pushwire was found broken and jagged without the release wire extending out. The pushwire was found to be intact distal to the break indicator at the manual detachment location. The pushwire was found to be bent at several locations from the proximal end. The distal segment of the pushwire was found broken and jagged on the proximal end without the release wire extending out. The pushwire segment was found to be bent at the proximal end. Under the microscope, the shield coil was found to be stretched. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation and reported information, we were unable to determine the cause of implant coil detach from the pushwire. There was not reported any damages to the axium coil during the event from the customer. It is possible that the axium coil damages occurred during shipping back to medtronic for evaluation. Additionally, it is possible that the proximal end of the pushwire became lost during processing or shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Related mdrs for this event: 2029214-2018-00478, 2029214-2018-00479. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a left vertebral artery aneurysm, this coil felt resistance in the middle part of the catheter. It was reported that one coil was passed smoothly before these coils. The rest of the coils from different models were passed safely. No patient injury was reported. Evaluation of the returned device found that the implant coil was found stretched and detached from the pushwire.

Manufacturer narrative:
Based on the returned device evaluation and reported information, the clinical observation of premature detachment" was confirmed. It is possible that the bends and breaks in the pushwire, the stretching and detachment of the implant coil, as well as the stretching of the shield coil may have occurred during the customer attempt to push the axium coil through, or to pull the axium coil back from the microcatheter against the reported resistance. It is possible that the proximal tip of the pushwire and the detach element became broken loose and lost during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Based on the device returned condition, follow up attempted and additional information received that the customer notice that the im plant coil was separated from the pushwire during withdrawal from the catheter.